Event description:
Patient presented to the physician with one of the leads eroded through the skin at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the or a week later, opened the chest incision, and determined the suspected lead was the stimulation lead. Physician flushed the pocket with antibiotic solution, tucked the stimulation lead, and closed the site.